Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defects found. Returned test strips evaluated showing lo results and black chemistry was observed on the test strips. Most likely underlying root cause of malfunction: black chemistry on test strips due to exposure to high humidity.

Event description:
Consumer complaint of e-5 error; test strip error. E-5 error occurred after blood sample applied to test strip. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings (and observed symptoms). Blood test performed fasting during call on (date) produced result of e-5 after blood sample applied to test strip. Test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is not verified. Adverse event not reported.